Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient¿s ins was vibrating. The ins was checked and ¿???¿ was seen. It was noted that stimulation was on based on the printout, but the rep didn't know anything more than what was on the printout. It was also noted the rep would follow-up with the healthcare provider (hcp). No medical symptoms were reported. The rep later reported that the neurologist would re-interrogate the device and assumed a replacement was needed. Additional information was received from the hcp. It was reported they were unable to get details from the battery levels. The device usage was unknown, greater than 8738 hours and the implant date was unknown. The cause was undetermined. The device has yet to be replaced, they were waiting for replacement. Patient weight was updated. No further complications were reported as a result of this event.